Event description:
According to the information provided by the surgeon, the valve was explanted due to thrombus impeding the leaflets. At explant, a "large" amount of thrombus was adherent to the sewing cuff and interfered with motion of one leaflet. The etiology of the thrombus is unknown; however, it was possible anticoagulation therapy was inadequate. No evidence of endocarditis was observed. The patient had an uneventful convalescence. No additional information was received.